Manufacturer narrative:
Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA on (date) via medwatch # mw5082688. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the 10 ml bd luer-lok¿ syringe with bd precisionglide¿ needle that a rust coloration was noticed between the threads of the syringe and in the barrel.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that before use of the 10 ml bd luer-lok¿ syringe with bd precisionglide¿ needle that a rust coloration was noticed between the threads of the syringe and in the barrel.